Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose. The customer stated that he changed his infusion set and felt that the infusion set was kinked or inserted incorrectly causing his blood glucose to rise. No further information was provided.